Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. An attorney.

Event description:
Litigation papers allege the following: following his implantations, patient began experiencing debilitating pain, discomfort, and soreness in the area of both of his hip implants, which in turn negatively affected his ability to walk, move, and go up and down stairs and requires patient's usage of a cane. Patient will likely need to undergo revision surgeries to replace the implants. In addition to what was previously alleged, ppf alleges pseudotumor, metallosis,metal wear, and elevated metal ions. No laboratory results provided. Doi: (B)(6) 2009; dor: (B)(6) 2014; (right hip).